Event description:
Unit dropped, had dent in front panel, is now going into constant reset at power-up. Unit was running when it was received original complaint from customer indicated unit was getting hw faults. When he attempted to download info in event trace, unit went into constant reset alarm, when attempting to shut off unit went into reboot condition. Condition occurred during testing, while on ac power. Device was not placed on pt.